Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 17-nov-2021. The device evaluation was completed on 09-dec-2021. It was reported that a patient underwent an atrioventricular nodal re-entrant tachycardia (avnrt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that the vizigo¿ sheath hemostatic valve was visually kinked or damaged, and unable to receive the dilator. When attempting to insert the dilator, the dilator would not go past the hemostasis valve. Upon visual inspection, the valve seemed odd and ¿wrinkled¿. The sheath was not introduced into the patient. The sheath was exchanged for another vizigo¿ to continue the case successfully. No medical intervention was needed. There was no patient consequence. The product was returned to biosense webster inc. (Bwi) for evaluation. Bwi then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of the hub of the vizigo¿ sheath. The hemostatic valve issue remains assessed as MDR reportable. Microscopic examination of the hemostatic valve surface showed evidence of stress marks on the outer diameter. On the other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record (DHR) review was performed for the finished device 00001746 number, and no internal actions related to the complaint were found during the review. Based on the DHR, the h4. Device manufacture date has been updated. It should be noted that product failure is multifactorial. Based on the information currently available, a microscopic examination of the returned product indicates that the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks, and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Due to the conditions observed in the hemostatic valve, an internal corrective action has been opened to investigate issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular nodal re-entrant tachycardia (avnrt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that the vizigo sheath hemostatic valve was visually kinked or damaged, and unable to receive the dilator. When attempting to insert the dilator, the dilator would not go past the hemostasis valve. Upon visual inspection, the valve seemed odd and ¿wrinkled¿. The sheath was not introduced into the patient. The sheath was exchanged for another vizigo to continue the case successfully. No medical intervention was needed. There was no patient consequence.